Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a review of the logs but did not confirm the reported issue. Patient information could not be obtained due to country privacy laws. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a malfunction resulting in the loss of mechanical ventilation. There was no report of patient injury.